Event description:
Per patient message to us "I believe I have come across something that has had a direct effect on my bladder stimulator and my insulin pump. I need your help in notifying the FDA. I happened to see their recall of resmed CPAP masks with magnets. I used the airfit f20 mask up until (B)(6) 2023, and then I changed over to philips respironics minimal contact face mask. However, that mask has magnets, too. I stopped using the CPAP machine in (B)(6). That is when I stopped having programing issues with my bladder stimulator. However, I did not link the incidents together until I saw the FDA recall on the CPAP mask tonight on the internet. I have also been having sugar lows when I had not even done any boluses. It was happening during the night when I had that CPAP mask on. I would have to get out of bed and counter act a low. Me and my husband wondered what was happening. I believe we now know. Notified the insulin pump company and the cgm company. Reference reports: mw5150467, mw5150469.